Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior carpal vein. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for treatment. However, the balloon was already ruptured and could not be inflated when delivered to the lesion and an attempt was made to dilate it. The device was removed without any problem, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.